Event description:
The report is from the (B)(4) study. The patient was an (B)(6) female with a history of hyperlipidemia, diabetes, coronary artery disease, and hypertension. The target lesion was the proximal right internal carotid. The lesion was mildly calcified and moderately tortuous. The lesion was pre-dilated. Pre-procedure stenosis was 95%. Lesion length was 18mm and diameter was 5mm. A precise pro rx 7x 40 was deployed at the target lesion. An angioguard size 5 was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 10%. There was no neurological deficit when the patient left the angiography suite. The following day, the patient had a ischemic stroke with gradual onset. The patient had neurological deficit with partial, to minor residual. The patient was discharged 4 days post-procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15068110 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.